Event description:
Customer's wife reported her husband rec'd a meter reading of 289 mg/dl on his freestyle freedom blood glucose meter which was higher than he felt he was and he was "not responsive to verbal or tactile stimuli". She reports her husband was "unconscious". She reports no seizure activity. Paramedics were called and he was treated in their home with IV dextrose. No diagnosis is available. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The device has been requested for investigation, and a follow-up report will be submitted once results are available.